Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to vomiting and blood glucose (bg) level that ranged between 422-490mg/dl. Reportedly, the customer had run out of pump supplies, so the contact had refilled a cartridge with lantus insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. No additional information was provided. Multiple follow up attempts were made to complete troubleshooting with the contact, however, the contact did not respond to follow up attempts.